Event description:
A malfunction was reported, identified by the customer with a malfunction code "malf 0". There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisting the customer successfully. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to contact support if the issue reappears.